Manufacturer narrative:
The customer¿s experience with failing display boards was confirmed on the 10 returned display boards during testing. Risk assessment dir: (B)(4) notes dim segment issue associated to faulty component of the seven segment display. A supplier product change notification ((B)(4)) was issued to improve the manufacturing process. "A review of the device history record in sap for sn (b was performed which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed that this device was not involved in a production/servicing failure which correlates to the customer reported issue. The trackwise complaint history review was completed and it was confirmed that multiple complaints were received with similar sn (B)(4). We will continue to monitor all complaints and failure modes for upward trending and take appropriate action as required." CAPA reference:(B)(4). The customer stated that there was no patient involvement.

Event description:
The customer reported a high rate of dim display on their lvps while performing pm. There was no patient involvement.